Event description:
Pt admitted on 04/9/99 with diagnosis pneumonia, multisystem organ failure, dialysis ards. Expired 04/23/1999. On 04/21/1999 rn noticed ett air leak around 1400. Balloon reinflated but leak continued. Respiratory therapist and physician aware. Consistently losing volume. Vent change made by r.t. Per md order. At 1730 r.t. & rn heard the balloon burst. Pt not receiving any volumes. Reintubated by md at approx 1700.